Event description:
The complaint states that an unexpected receiver shutdown was reported. Product was provided for investigation but there was no data in the investigation window. The allegation was undetermined via product. The probable cause could not be determined via product.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction h2: correction

Event description:
No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.